Event description:
It was reported that the customer received two calibration errors in a row, leading to a change sensor alert. Both sensors that the customers had tried failed to calibrate after insertion. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.